Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that the insulin pump stopped working and pump error alarmed. Customer reported they were unable to clear the alarm. Customer stated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error alarm, moisture damage found on (B)(6) 2021. Insulin pump passed the self test, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no pump error alarm noted during testing. Thus software was utilized and downloaded trace, history files properly. In further full review in the pump history file, trace found (13) pump error alarm in the event date of (B)(6) 2021 started from 3:33 am to 12:18 pm. Pump was cut open to perform visual inspection and found moisture damaged electronic assembly on electrical board1. The force sensor measurement was within spec range (22.1 mv). The motor was tested outside of the device on the stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. Pump error alarm was not confirmed. Exposed to moisture was confirmed on electrical board 1. Cosmetic damage found on the back of the pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.